Event description:
It was reported that the subject coil could not be advanced into proximal of microcatheter, during adjustments the subject coil detached prematurely inside the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was found to be kinked/bent and stretched, the subject coil was found to be attached to the coil delivery wire. No detachment/breakage noted, the coil delivery wire was found to be intact, the coil introducer sheath was found to be intact. During a functional test, friction was encountered inside the coil introducer sheath caused by kinked/band and stretched coil. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil prematurely detached/separated during use was not confirmed during the analysis. The reported coil in catheter friction could not be replicated; however, the analysis results are consistent with the reported event.. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the main coil was found to be stretched and kinked/bent. There was no detachment on breakage noted. The coil delivery and coil introducer sheath were found to be intact. An assignable cause of procedural factors will be assigned to the as reported 'coil in catheter friction' and to the as analyzed codes 'main coil kinked/bent', 'main coil stretched' and 'coil introducer sheath friction' as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use. An assignable code of not confirmed will be assigned to the as reported 'main coil prematurely detached/separated during use' as the defect was not confirmed during the analysis. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported, that the subject coil could not be advanced into proximal of microcatheter. During adjustments, the subject coil detached prematurely inside the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.